Event description:
Customer reported she received an off no power alarm. Blood glucose value was 63 mg/dl; treated with a glucose tablet, then it was 103 mg/dl. Customer tried changing the battery; she is using a new battery. Customer stated the device was not dropped or bumped. Customer stated the battery cap is not loose, cracked or damaged but there is a crack at the very top of the battery compartment. This is the second occurrence of the off no power without a low battery alert. Customer also reported that the insulin pump alarmed during the prime sequence. Customer was instructed to remove reservoir perform the rewind. Customer cannot get past the rewind sequence. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with constant off no power alarm followed by a motor communication error alarm after battery change. Device had broken battery tube threads, cracked reservoir tube lip, cracked display window corner and missing end cap sticker.